Event description:
Caller reported that pump became hot to touch while it was charging using tandem supplies. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.